Event description:
It was rpeorted that a case of thrombosis occurred while using the 3 lumen 5.5fr catheter. The patient with congenital heart disease was ventilated at the time of the thrombosis. The patient remains ventilated. Thrombosis was detected 20 days after the catheter was placed. It is suspected that the cause of the thrombosis could be that the catheter used was too large for the vessel.